Event description:
It was reported that during a ladd procedure that the two clips fell out in a single clipping. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.